Event description:
It was reported that unspecified quantity of novum iq large volume pumps underinfused during patient infusion. This occurred while administering magnesium sulfate or potassium 100 ml bags. On one occasion, a premix bag with 10% overfill was infused and about 10cc remained in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.